Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (intermittent power) issue. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2017 with the following findings:.black box shows dates from (B)(6) 2017. Black box data from date of complaint has been overwritten. Current bb shows no evidence of a "intermittent power" event..pump powers with returned battery cap. Battery cap is able to fully tighten. Battery cap measures within specifications, . No evidence of moisture contamination inside battery compartment. A 24 hour basal program was run with returned battery cap. No reboot, loss of power or call service alarms duplicated. Removed pump case and disassembled pump. No evidence of moisture or loose components inside pump. A "intermittent power" event was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.